Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) . The programming changes were performed. The patient was in stable condition and will continue to be monitored.